Event description:
Customer reportedly obtained results of 257 mg/dl, 133 mg/dl, and 121 mg/dl on the aviva system within 10 minutes. An additional comparison reports results of 495 mg/dl and 181 mg/dl on the aviva system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.